Event description:
It was reported that a warning was triggered on the right atrial (ra) lead due to high impedance and oversensing/noise. The patient received two chest x-rays and has complained of having brief episodes of palpitations on certain occasions, usually lasting for only a few seconds. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the atrial lead exhibited variable and intermittent high impedances. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).